Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the system error 345 alarms which were reproduced. The alarms were confirmed during a review of the event history log. Evaluation found a failing downstream sensor to be the cause. The failed downstream sensor was replaced.

Event description:
It was reported that a spectrum pump displayed system error 345 during therapy (medication, programmed amount and delivery rate unknown).the customer also stated that the device was swapped out with less than 15 minutes delay in infusion and that there was no patient injury.